Event description:
It has been reported that with the varian eclipse version 10, that a copy, paste and recalculation was performed for a patient plan and the incorrect beam energy was used for the beams in the plan. The user edited the energy in the copied plan for plan comparison, the energy in the copied plan then reverted, without user intervention, back to the energy in the original plan. The calculated mu and isodoses are not invalidated. The root cause of this issue has been traced to corrupt handling of the database cache. It has been requested that the varian aria rt chart be evaluated to see if this same (or similar) issue/risk, applies to the aria rt chart products. There have been no reports of this issue occurring with aria. This MDR is to document that this previously reported eclipse issue, is currently under investigation with respect to possible impact on the varian aria products.

Manufacturer narrative:
Although there have been no reports if this issue in the aria product, the available information suggests this issue may also affect the aria device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it occur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.